Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. During the procedure of pulsed field ablation (pfa) a farawave ablation catheter was selected for use. Once the procedure was completed successfully, the physician performed exercise tolerance test (ett) to confirm the absence of pericardial effusion. At that moment, pericardial effusion and cardiac tamponade were noted, approximately 1 minute after the procedure. No resistance felt while maneuvering any catheters. Transthoracic echography performed followed by pericardial drainage. Ablation took around 45 minutes. No heart surgery was required to determine area of the effusion. Patient current status is unknown.